Event description:
Customer reported issues with a cartridge not fully snapping into the pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event since customer service was unable to follow up.